Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd smartsite is occluded the following information was provided by the initial reporter, translated from chinese to english: when using the product and it is found that the syringe does not leak out, a green claim is required, no complaint reply letter is required, and no complaint acceptance letter is required.

Manufacturer narrative:
Correction: material number updated from mz1000 to mz1000china which also updated the UDI. Investigation results: seven 2000e samples were received for investigation of (B)(4). Of these, two appeared to have been in use as neither had caps in place, and each appeared to have residual fluid present. The remaining five samples were all received with caps in place, and with no signs of residual fluid. No sample(s) of the connecting product were received to aid the investigation. The customer reported that they were unable to flush through the maxzero when connected to a syringe. The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe and both of the samples received without caps were blocked and the samples received with caps in place did not identify any issues, as in each instance the smartsite could be accessed and flushed without restriction. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that at the start of the assembly process the manufacturing operative is required to measure whether a sufficient amount of flourosilicone is being injected into the smartsite. A lot number was not provided as part of the investigation; however a review of the laser ID (B)(4) from the maxzero component confirmed a possible lot number to be either 22015033, 22015485, 22016305 or 22025314. A review of the production records for listed lot did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, improvements have been implemented to the fluorosilicone weighing procedure, with the implementation of a new fixture. Furthermore the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. (B)(4).

Event description:
No additional information.